Event description:
On or about (B)(6) 2008, patient heard a snap and grinding noise in his back and developed low back pain. On (B)(6) 2008, physician examined patient and determined that a left s1 screw fractured. On (B)(6) 2008, patient underwent a revision surgery.

Manufacturer narrative:
Once seaspine receives product, we will follow-up with part numbers, lot numbers and additional information.